Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: canada.

Event description:
It was reported that during an unknown time, the handpiece cuts too deeply. It is unknown whether there was any patient impact or delay. Due diligence is in process and there is no additional information available.